Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however, performance data was collected from the device and analyzed. No anomalies were found.

Event description:
It was reported that the patient sent a remote transmission following a fall. The transmission indicates loss of capture and sensing in the atrium. Lead remains in use and no patient complications have been reported as a result of this event. It was further reported that the atrial lead threshold "jumped" and that the lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.